Event description:
It was reported that a malfunction occurred with a pump, indicated by a malfunction 12 code, which led to the customer¿s blood glucose level rising to 586 mg/dl. The customer had not taken any corrective actions prior to contacting technical support. Despite assistance with resetting the pump, the malfunction recurred, leading technical support to decide on replacing the pump. There was no backup therapy available, so the customer planned to contact their healthcare provider. Technical support provided instructions for the customer to send the faulty pump back and confirmed that a replacement pump with updated software would be sent without requiring a signature upon delivery.